Event description:
The customer reported that the plasma was returned to the donor after a plasma flow alarm. Pause was initiated and the plasma continued to drain to the donor, so the procedure was ended. The donor left in good condition with no complaints or symptoms.